Manufacturer narrative:
(B)(4). Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was programmed with a wizard bolus and monitored. The bolus was delivered and recorded properly in bolus history screen. No "no delivery" alarm noted during bolus delivery. Unit passed the dat test at 0.08790 inches. Pump was received with minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose 3 days ago with blood glucose of 18 mg/dl at the time of the incident. The customer was at 131 mg/dl at the time of admission. The customer stated that they had given themselves too much insulin. The customer was given orange juice to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also complained of physical damage to the pump lcd screen that made it hard to read. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.